Event description:
It was reported that during a da vinci procedure, the large needle driver instrument cable broke. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of broken cable. The instrument grip cable was broken at the proximal end of the instrument. One pair of the grip cables was loose, but not visibly broken at the wrist. One grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and it was noted on grip cable was broken near the back idler pulleys. The clamping pulleys exhibited white residue around the cable grooves. Other backend cables were not damaged. No other damages were noted. This complaint is being reported due to broken grip cable on the large needle driver instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.